Event description:
The physician was using an amphirion deep rx pta balloon catheter to treat a lesion in the sfa-ata which was reported to exhibit 90% stenosis, moderate tortuosity and severe calcification. It was reported that resistance was noted during removal of the balloon sheath. The device was flushed prior to use with no issues noted. Pta was performed at nominal pressure of 7 atm for 3 times. No issue was observed during inflation process, and the inner lumen of the delivery system was used to inject contrast/saline solution. During device removal, resistance was noted and the device was not able to be removed and part of the balloon detached inside the patient. Physician attempted to remove the detached material by using a snare catheter and others; however, it could not be removed. The detached material was successfully removed by percutaneous operation and further patient injury did not occur. It is unknown if sufficient time was given to the balloon to deflate prior attempting to remove it from the patient. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, moderate tortuosity and severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis, moderate tortuosity and severe calcification. (B)(4).

Manufacturer narrative:
Related to operational context -combination of lesion morphology and use of the device. (B)(4).

Event description:
Evaluation summary: the device was found broken close to the end of the hypotube. One kink detected on the hypotube at 3 cm to the broken end. The distal portion of the device close between exit port and broken end was kinked .

Event description:
Additional information received confirmed the previously reported percutaneous operation carried out to remove the detachment was carried out 3 days post the index procedure and not on the day of the index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.